Event description:
The advocate called about a contour meter that she had supplied to paramedics. She stated a pt's blood glucose was tested using the contour and the reading was 50 mg/dl. The pt's glucose was retested using another meter and that reading was 160 mg/dl. The difference between reading falls into the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The advocate performed control tests while troubleshooting and the results fell within the normal control range. No product will be returned for evaluation.